Manufacturer narrative:
An examination of the returned device revealed that the stability plug housing was broken. The damage to the housing caused the stability plug components (suture anchors and clamp) to separate. Stryker sustainability solutions' (sss) procedures require that all components of the stability plug be inspected for damage prior to assembly. The plug housing is inspected for cracks with 3x lighted magnification. Any non-conforming parts are rejected. After the stability plug is assembled, the suture anchors are pull tested to ensure they are securely fastened. Additionally, each stability plug is function tested. The suture anchors and stability plug base are replaced by sss, but the plug housing is not replaced or modified in any way during reprocessing. A root cause could not be determined. The device history record for the returned device indicates that the trocar passed all applicable inspections and tests prior to release. The reported event is not occurring more frequently or with greater severity than is usual for the device.

Event description:
It was reported that during a procedure the trocar broke. Two plastic pieces were easily retrieved from the area on the patient between the incision and trocar. No patient injury was reported by the user facility.